Event description:
The patient experienced swelling and blurred vision after use of one step peroxide lens care system, which resulted in a permanent reduction of visual acuity. Medical attention was sought. No additional information has been obtained. This event is being reported out of abundance of caution because it is unknown if the blurry vision resolved.